Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1692 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was instructed to perform vascular color doppler ultrasound. The results showed thrombosis in the left cephalic vein. After reading the results, the doctor ordered a subcutaneous injection of low-molecular-weight heparin calcium injection. Backflow. After observation on (B)(6) 2021, the swelling of the left upper arm of the patient was reduced, the induration became soft, and the squeezing patient complained of no pain. He was discharged smoothly at 14:20 in the afternoon of the same day.